Manufacturer narrative:
The cusa clarity 36khz microtip¿ ((B)(6)) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies were observed that could be related to the reported condition. Failure analysis - one (1) unit was received for evaluation; however, the original product package was not received; therefore, the reported lot number could not be confirmed. The flue component received was visually inspected, and it was observed that it was broken into two pieces: the irrigation tube was separated from the flue body at its base where it connects to the flue body. Therefore, the reported condition is considered confirmed. Root cause - based on the information available, the possible root cause for the reported event is that the flue broke during the setup of the device and not during the packaging process. However, supplier corrective actions were implemented in january 2024 related to broken flues (detached irrigation tubing).

Event description:
A facility reported that parts of the flue of the cusa clarity 36khz curved extended microtip¿ (5 pack) (c7411s) were separated. No patient injury has been reported; however, there was surgical delay of more than 30 minutes. No further information was provided by hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.